Event description:
On (B)(6) 2017, the lay user/patient contacted lifescan (lfs) USA, alleging that his onetouch ultramini meter would not power on. The complaint was classified based on the customer care advocate (cca) documentation and additional information obtained following a review of the call by medical surveillance. The patient contacted lfs to seek assistance in taking out the battery of the subject meter and was assisted to do so. However, after changing the battery, the meter did not power on and the patient was unable to perform a blood glucose test. The patient manages his diabetes with oral medication, diet and/or exercise. He reported that during the call he felt like his sugar was high and he was experiencing ¿rapid heartbeat¿. No treatment was received for his symptom. At the time of troubleshooting, the cca noted that the meter was not being used for the first time and based on the information provided there was no misuse of the product. The cca confirmed that the patient was using correct onetouch ultra test strips; however, the meter would not turn on when a test strip was inserted or when the power button was pressed. Based on the information provided, the meter¿s battery did not need to be replaced. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed signs and/or symptoms that meet lfs¿ criteria for a serious injury adverse event, i.e. Rapid heartbeat, after the alleged product issue began.